Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect stat troponin-I reagent lot 12923un20 identified normal complaint activity. No customer returns were available for evaluation. A review of field data was evaluated and the patient median result for lot 12923un20 was found to be within established baselines and confirms the performance of this lot is not compromised. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. Patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect troponin-I assay results for two patients. The customer provided: sid (B)(6): on (B)(6) 2020 on (B)(4) initial = 0.044, repeat = 0.025, 0.038, repeat on (B)(4) initial = 0.032; sid (B)(6) on (B)(6) 2020 on (B)(4) initial = 0.032, repeat = 0.032, 0.032, on (B)(4) repeat = 0.018. The results released to the physician for each patient were 0.032 for sid (B)(6) and 0.018 for sid (B)(6). The customer uses a lower reference range than that stated in the product package. Customers range: 0.010-0.028 ng/ml. Architect stat troponin-I assay diagnostic cutoff is 0.30 ng/ml, per the product package insert the healthy population values are 0.013 to 0.033 ng/ml. There was no impact to patient management reported.